Manufacturer narrative:
Carefusion file identifier: (B)(4).. Any additional information received from customer will be included in a follow up report. (B)(4). Results of investigation: the carefusion field service representative (fsr) went onsite to evaluate the suspect device. Upon inspection, the fsr confirmed that the delivered fio2 is out of specification. The fsr determined that the balance regulator was also out of specification. The fsr performed the air-o2 differential balance calibration and it resolved the reported issue. The device was tested and passes to manufacturer specifications.

Event description:
The customer stated while using the avea ventilator, the delivered fraction of inspired oxygen (fio2) is out of specification. The customer stated there was no patient associated with this event.